Event description:
During a spinal birthing procedure, while the physician was introducing the needle, an involuntary movement by the pt caused the needle to pull out. It was then that the physician noticed the needle had broken. Additional surgery was required to remove the broken end. The pt was not harmed by the additional procedure.